Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Legal claim alleges that the product was removed from the patient. No additional information is available at this time. Update litigation alleged the patient suffered pain, disability and excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigaton closed.

Event description:
Update: - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 06/12/2014 - plaintiff's fact sheet was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/16/2014.